Event description:
Brief inquiry description: onguard 2 spike port separated during priming detailed inquiry description: tech was priming nivolumab and spike port adaptor fell out of pab IV bag port injury- no, filed on (B)(6) 2022 pab product reference plus onguard 2 spike port adaptor (B)(4) lot #ube516.